Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the neonate intubated and sedated. Nurse started therapy at 34.4c and was now at 34c. Target temperature was 37c and they were concerned device was not warming patient. Nurse states water temperature seemed low earlier, but has came back up. Nurse was not sure if they should adjust from 0.25c to max rate. Flow rate was 0.8 lpm neonatal pad in place. Water temperature was 38c. Trend shows 1 bar trending downward. Nurse noted device appeared to be responding appropriately to patient temperature drop. It was going to rewarm according to rate set. If they set to max the rewarm would not be controlled and device would just try to get patient to the target as quickly as possible. Nurse noted that flow rate was a crucial part of the heater being able to stay on and warm. Mis advised to ensure all lines were straight with no bends or kinks. Nurse could add blanket as buffer between lines and any surfaces that might interrupt flow. Important to keep an eye on the flow rate and ensure it stay above 0.5 lpm. Noted nurse could turn on giraffe and vent warmer per protocol to assist patient with reaching target. Nurse noted they do have blankets in place and patient tacoed in securely. Mis discussed sedation and how it could also play into patient temperature dips.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonate intubated and sedated. Nurse started therapy at 34.4c and was now at 34c. Target temperature was 37c and they were concerned device was not warming patient. Nurse states water temperature seemed low earlier, but has came back up. Nurse was not sure if they should adjust from 0.25c to max rate. Flow rate was 0.8 lpm neonatal pad in place. Water temperature was 38c. Trend shows 1 bar trending downward. Nurse noted device appeared to be responding appropriately to patient temperature drop. It was going to rewarm according to rate set. If they set to max the rewarm would not be controlled and device would just try to get patient to the target as quickly as possible. Nurse noted that flow rate was a crucial part of the heater being able to stay on and warm. Mis advised to ensure all lines were straight with no bends or kinks. Nurse could add blanket as buffer between lines and any surfaces that might interrupt flow. Important to keep an eye on the flow rate and ensure it stay above 0.5 lpm. Noted nurse could turn on giraffe and vent warmer per protocol to assist patient with reaching target. Nurse noted they do have blankets in place and patient tacoed in securely. Mis discussed sedation and how it could also play into patient temperature dips.